Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. This report is filed july 3, 2014. Device is currently unavailable.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed october 16th, 2014.

Event description:
Per the clinic, the patient experienced dizziness with device use resulting in the decision to discontinue use of the device. The implanted device remains.